Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a timing cycle issue and an electrogram (egm) marker issue associated with the implantable pulse generator (ipg) while the patient was in atrioventricular nodal reentry tachycardia (avnrt). The ipg remains in use. No patient complications have been reported as a result of this event.